Manufacturer narrative:
It was determined that the lot number of the nrg transseptal needle used in the procedure was either ngfg040618 or ngfg060718, the expiry date was either 28-may-2021 or 28-jun-2021 and the unique device identifier (UDI) was either (B)(4) or (B)(4). There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A report was received indicating that an embolic event occurred in a patient following an atrial fibrillation procedure. This report is being submitted because in which the nrg transseptal needle (rf needle) was of the several devices used in the procedure. During the procedure, two swartz braided transseptal guiding introducers were inserted through the right femoral vein along with a sheath from another manufacturer and an electrophysiology (ep) catheter. Double transseptal puncture was achieved with the rf needle and the two swartz introducers were advanced to the left atrium. Through one of the swartz sheaths, an inquiry ep catheter was used for pre-ablation mapping on each of the four pulmonary veins and then placed in the left superior pulmonary vein. A tacticath se irrigated ablation catheter was inserted through the second swartz sheath and used to ablate all four pulmonary veins and then the left atrial (la) roof and bottom lines to isolate the posterior wall. There was an impedance increase during the ablation procedure. The tacticath se catheter was removed from the patient for inspection. No anomalies were observed so the catheter was re-inserted and the procedure resumed. The procedure was completed with no adverse patient consequences. Following the procedure, the patient experienced decreased visual acuity and difficulty speaking. Symptoms of an embolic event were observed so the patient was transferred to another hospital. During transfer, the patient became paralyzed on the left side of the body. Magnetic resonance imaging (MRI) and computed tomography (CT) scans were performed and revealed a substance within the brain, similar in intensity to bone. A thrombolytic agent was administered but did not dissolve the substance. A catheter was used to try and remove the substance with no resolution. The patient still has paralysis in their left leg but is able to speak. Other than the increased impedance, there were no abnormal observations and no failure had been observed with any of the devices used. The patient was receiving heparin during the procedure. The physician suspected that it was not a blood clot that led to the cerebral infarction but rather a foreign substance. The exact cause of the incident remains unknown. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.